Event description:
The patient started having dystonia symptoms starting 2 days post implant in his legs and feet. The deep brain stimulator was reprogrammed frequently. The hcp had taken the patient on and off his parkinson's disease medications several times. The patient experienced symptom relief but had dyskinesia at an amplitude of 2.5 volts. When the amplitude was lowered to 2.1 volts and the patient felt some dyskinesia but also had a return of symptoms. The field representative reported that while doing a normal impedance check, the voltage changed from 2.1 volts to 1.5 volts. The pulse width and rate returned to default settings (210 microseconds, 30 hertz). Patient symptoms associated with the event included left-sided dystonia, dyskinesia, difficulty breathing, talking, and a voice change. The patient kept the deep brain stimulator turned off due to the dystonia symptoms. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Please see mfg report # 3004209178-2009-01700.

Manufacturer narrative:
For return to default settings.